Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. However, review of the submitted images confirmed a developed inflow cannula deposition that could have caused the low flow alarms confirmed through the log files. A specific cause for the development of the deposition could not be conclusively determined through this evaluation. (B)(6) was returned disassembled with the pump cover disconnected. The pump cable was severed approximately 9.0¿ from the pump header, and the distal end was not returned. Approximately 5.25¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief hardware engaged. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The available log files were reviewed, which confirmed the reported low flow alarms. Flow gradually decreased over approximately five days, which ultimately activated intermittent low flow alarms. The system otherwise appeared to be operating as intended, and there were no other notable alarms active in the log file. Review of the submitted images revealed a developed deposition in the distal end of the inflow cannula that appeared to occlude over 50% of the blood flow pathway and could have reduced flow through the pump to cause the low flow alarms. A specific cause for the development of the deposition could not be conclusively determined through this evaluation. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 ¿introduction¿ lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. B, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that since (B)(6) 2025, the flow decreased significantly gradually till the alarm limit. Several low flow alarms were activated. A computed tomography (CT) showed no problems with the outflow canula but again a possible obstruction of the inflow canula. Possible anti coagulation disorders would be investigated since this was the 2nd time the inflow canula obstruction occurred. On (B)(6) 2025, the pump exchange was performed. Inflow obstruction was confirmed. Conclusion of the surgeon was extreme endothelization of the sintering, which caused a fibrotic structure at the inlet of the pump. The patient would be treated with immuno suppressant medications.